Event description:
The dental implant fx5008swc was removed on (B)(6)2017 due to failure to osseointegrate. The doctor indicated poor oral hygiene as a cause of implant removal. The patient has history as a diabetic and has been recovered without complications.